Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for the treatment of a biliary obstruction. During the procedure the image would flicker causing loss of visualization. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.